Event description:
It was reported that the pt fell and hit the back of his head. Since the fall can only hear static when using any of his 3 audio processors. There is no swelling, tenderness or broken skin around the site. The pt was seen at the clinic and the device reprogrammed. There was no improvement of the static sound quality. The pt has one electrode extra cochlear since implantation. A appointment held on (B)(6) 2014, showed that at least 5 electrodes are now extra cochlear and no auditory percept on channels 8-12. The buzzing static sound is only present during hearing speech. Re-implantation is considered but a date has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.